Event description:
Sales consultant reported hardware removal of unknown screws and 6.0 mm titanium rod plates due to 2 broken rods. The original procedure was for an extension of levels for hormone progression. The sc reported that no screws were broken of items removed. No operative information is available from the original procedure. The risk management department at the facility has possession of the items removed. This is report two of two for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional product: mni, mnh, kwp, kwq. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported the procedure was a thoracic-11 fracture revision surgery.